Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round spectrum 275cc saline breast prosthesis was received without the fill tube required to fill the device. It was noted that the device was implanted anyway. No patient consequences were reported. There was no patient or customer contact information provided, so no further follow up can be done at this time.

Manufacturer narrative:
Device evaluation summary: an empty box was received at the mentor failure analysis lab with a note stating that the connection system was not included. The device history record (DHR) of lot number 7411747 was reviewed. A complaint of missing components was received for this lot number. According to the manufacturing dates for lot 7411747, this event falls under the scope of an internal corrective action that was opened to address missing components or accessories for any finished goods processed within secondary packaging. The customer complaint has been confirmed. Manufacturer¿s reference number: (B)(4).